Event description:
The patient reported she sought medical attention at the hospital on (B)(6) 2025, due to high blood glucose (bg) levels reaching 400 mg/dl. She is currently hospitalized, as she is pregnant, and her doctor advised her to ensure the baby's well-being since her glucose levels were significantly elevated. The medical team is conducting evaluations to stabilize her glucose levels and monitor the baby's health. The pod was worn between 24 and 36 hours on the back.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.